Event description:
This is a spontaneous case report received from a (B)(6)-year-old female consumer (B)(6) on (B)(6)-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date with lot number c26930 for contraception. On (B)(6)-2015 the consumer started experiencing abdominal swelling, leg pain and pain in the vagina. The reactions have been the cause of her hospitalization and or extended the admission and caused persistent disability. She received analgesics for pain relief. Essure was removed on (B)(6)-2015 and events stopped on (B)(6)-2015. The outcome of the events was recovered / resolved with sequelae. Consumer considered all events related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal swelling, leg pain and pain in the vagina, which were the cause of her hospitalization and or extended the admission and caused persistent disability. Essure was removed and she recovered with sequelae. Only the event abdominal swelling is listed in the reference safety information for essure. No alternative explanation was provided. Based on the nature of this event, a causal relationship with suspect insert cannot be excluded. With regards to the other events, considering that it is unlikely that essure would cause these events due to the localized action of essure in the fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since essure was removed and due to hospitalization. A product technical analysis is being sought. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Follow-up received on 04-jul-2016 - quality-safety evaluation of ptc: (B)(4). Batch number c26930. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jul-2016 for the following meddra preferred term: abdominal distension. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal swelling, leg pain and pain in the vagina, which were the cause of her hospitalization and or extended the admission and caused persistent disability. Essure was removed and she recovered with sequelae. Only the event abdominal swelling is listed in the reference safety information for essure. No alternative explanation was provided. Based on the nature of this event, a causal relationship with suspect insert cannot be excluded. With regards to the other events, considering that it is unlikely that essure would cause these events due to the localized action of essure in the fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since essure was removed and due to hospitalization. According to the product technical complaint investigation, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Follow up 06-may-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). Batch number c26930. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2016 for the following meddra preferred term: abdominal distension. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal swelling, leg pain and pain in the vagina, which were the cause of her hospitalization and or extended the admission and caused persistent disability. Essure was removed and she recovered with sequelae. Only the event abdominal swelling is listed in the reference safety information for essure. No alternative explanation was provided. Based on the nature of this event, a causal relationship with suspect insert cannot be excluded. With regards to the other events, considering that it is unlikely that essure would cause these events due to the localized action of essure in the fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since essure was removed and due to hospitalization. The product technical complaint investigation resulted in an unconfirmed quality defect. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.